Event description:
The complainant reported that the clinician attempted to place the implant in a pt on (B)(6) 2011 but the implant driver was difficult to remove from the implant (fdi dental site 29). The implant placement was successfully completed. The complainant reported that the implant subsequently failed in september which will be reported separately as a loss of osseointegration per the alternative summary reporting program.

Manufacturer narrative:
The implant driver was not returned for evaluation. It is possible that the intended friction fit between the driver and implant, in combination with an excessive axial pressure applied by the clinician, resulted in a high retention force making driver removal difficult. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).